Manufacturer narrative:
Upon receipt, the lead was found dissected 5.5 cm and 7.5 cm distal to the is-1 connector pins. All 3 fragments of the lead were received. It is reasonable to assume that the dissection of the lead originated from the explantation procedure. The returned lead fragments were visually analyzed. The visual inspection revealed that the distal part of the lead fragment was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. At the 2 cm fragment of the lead were found cuttings and the inner coil was in this part found deformed. Based on the damage symptoms, it is reasonable to assume that these damages occurred due to tensile forces applied during the implantation procedure. Furthermore, the length of full extension of the fixation helix was within the technical specifications. In summary, the lead was found dissected, the ring electrode was partly pulled out, the inner coil of the 2 cm fragment was found deformed, which occurred most likely during the surgery. The analysis of the available fragments did not reveal any indication of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was found to be dislodged. A lead revision procedure occurred and the lead was successfully repositioned. The lead then dislodged for the second time and was confirmed by x-ray. Another procedure was performed where the lead was explanted and replaced. No adverse patient effects were reported. This report will be updated should additional information be received.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.